Manufacturer narrative:
(B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a pediatric liver case, the surgeon reported a burn on the patient's sternum post-op. During the case the surgeon operated outside of the body and believes saline may have run off the liver unseen onto the patient's chest, pooling and caused the burn. The surgeon does not feel the device malfunctioned. The size and degree of the burn is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.